Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 25 mmol/l with abdominal pain and small ketones associated with the time and date on the pump resetting to default. During troubleshooting the reporter confirmed that the time and date did not correctly maintain when the battery was removed. This report is made based on the allegation that the patient experienced hyperglycemia related to the use of insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the time and date reset was unable to be verified in the pump black box history. The pump was exercised for 24 hours, the battery was removed for 6 hours, and when the battery was reinserted the time and date had reset to default. A delivery accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, the pump battery compartment was observed to be cracked under the bumper pad.